Event description:
The customer reported the the elisa microwell plate was out of positon causing the summit sample handling system to dispense sample/reagent incorrectly missing the microwells all together or dispensing sample/reagent into the wrong microwells on an elisa microwell plate. Sample delivered to a misaligned plate may result in an erroneous result negative result. No death or serious injury was associated with this incident.